Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call that he experienced high blood glucose levels. The bolus and no active insulin did not appear after the insulin pump did a reboot. The insulin pump delivered 14 units and the insulin pump went black then the logo came back on. Customer's blood glucose level was 301 mg/dl. The insulin pump alarmed pump error 53. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump passed the functional testing, including the self test, sleep current measurement, active current measurement, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests. However, the pump error 53 alarm was found in the pump history due to a software error. The pump was received with a scratched case, a pillowing keypad overlay and minor scratches on the lcd window.